Event description:
Initial (B)(6) 2024): this serious case reported via email refers to a 54-year-old female consumer whose medical history, concomitant medications and allergies were not reported. The consumer used dentek professional fit dental guard for teeth grinding and reported teeth misalignment, tongue thrust, and an affect of how she enunciates words. She reported going through three different guards in the past year, replacing every 6 months. She reported that she requires invisalign treatment to correct the misalignment and physical therapy for neuromuscular re-training. She advised that she has not had braces previously. This case outcome is not recovered/not resolved. Meddra version 27.0 expectedness: malocclusion: expected tongue thrust: unexpected speech disorder: unexpected according to the company reference safety information.